Event description:
The customer repots: the locking knob of the skull clamp loose. Two pts have already fallen out of the clamp. He means, that the torque screw which applies the pressure on the skull gets loose.